Event description:
It was reported to philips that the device shuts down after starting for 5 seconds.

Event description:
It was reported to philips that the device shuts down after starting for 5 seconds. There was no patient involvement. The customer worked with the technical support representative. The replacement of parts by customer determined the device needs a processor pca. The philips representative has identified this as malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.

Event description:
It was reported to philips that the device shuts down after starting for 5 seconds.